Event description:
Pt underwent diagnostic catheterization and angioplasty of the diagonal artery. Ptca balloon ruptured in the coronary artery lesion on attempting to withdraw the balloon, the catheter fractured and was retained. Pt developed chest pain/ischemia, emergent redo cor artery bypass surg.